Event description:
It was reported that the patient with this implantable lead had exhibited infection. A revision was performed and the crt-d, along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. In addition, this previously capped lead remained capped. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5169796, mw5169797.